Event description:
I had rk surgery in 1992. My sight was in -9.75 in one eye and -10.5 in the other. It was a radical surgery and I was told I would probably still have to wear glasses. I ended up being 20/20 until several years ago. Now my eyes are a mess. I can't get glasses because they can't get my eyes to focus without synergy lenses. My eyes are dry and constantly hurt. I am concerned about what I will have to do when my eyes no longer tolerate the lenses. Performed at (B)(6) in (B)(6).